Manufacturer narrative:
The initial report occurred on 05/17/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was discovered that the reported event was caused by a loose cable connection to the monitor. Issue resolved by properly reconnecting the monitor cable to the monitor. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system's surgeon monitor was flickering. There was no patient present when this issue was identified.